Manufacturer narrative:
The device was not returned to olympus for inspection. However, an olympus engineer performed an on-site inspection, but the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during on-site inspection, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced a blurry image on the display during inspection for use. There were no reports of patient harm.